Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Full UDI # information unavailable since the lot number is unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered paralysis. Post-procedure, the patient returned to the facility reporting pain. Chronic nerve paralysis (unspecified) was diagnosed. Patient was reported to be in stable condition. There is no information regarding interventions, extended hospitalization, patient outcome, or physician¿s causality opinion. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.